Manufacturer narrative:
The light system was evaluated by getinge service representative and it was determined that the snap ring may not have been fully seated. The spring arm was reinstalled and snap ring checked for proper fit. A new lighthead was ordered for the customer.

Event description:
Light head and arm fell to the floor during the night. There were no injuries or witnesses.